Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
Additional information will be provided upon further investigation of event details.

Event description:
Same case as 2184052-2015-00133. It was reported that while attaching the inserter to the optio-c peek interbody and plate assembly, the peek interbody and plate disassembled. The patient underwent a cervical interbody fusion procedure for an unknown reason. After the first attempt in which the peek interbody and plate disassembled, the surgeon reassembled the optio-c peek interbody and plate, and attached it to the inserter. The surgery was completed with the optio-c assembly and it remains implanted in the patient. No postoperative patient conditions have been reported. Additional information will be submitted upon receipt.